Manufacturer narrative:
Initial reporter phone number removed from grid - (B)(6).

Event description:
It was reported to philips that the device was displaying a "battery calibration suggested" message. There was no reported patient involvement.